Event description:
It was reported that shortly after implant, this lead dislodged. It was noted it was implanted in the left bundle branch. The patient experienced loss of capture (loc) and asystole greater than two seconds. A lead revision was performed and the lead was repositioned. No additional adverse patient effects were reported. At this time, this lead remains in service.